Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Product analysis: the device was returned and evaluated by product analysis on 07/17/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no related issues or abnormal pump behavior; data relevant to the complaint was overwritten due to continued pump use. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.